Event description:
The customer reported that after gas delivery system replacement, the unit auto-cycles a little between breaths. It is unknown if the device was in use on a patient. No patient harm was reported.

Manufacturer narrative:
Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator. The facility could not be reached for any information regarding the final disposition of this event. No repair was documented. Due diligence was performed, and no information could be obtained, as the facility did not respond to any inquiry. The determination could not be made that the device failed to meet specifications. It could not be clarified when the device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.